Manufacturer narrative:
B3 - date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient had multiple falls and leading to impedance issue. As such the ipg was replaced, and therapy was restored following the procedure.